Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e1907 viral infection.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient stated they had influenza and diabetic ketoacidosis (dka). The cgm was reading around 90-95 mg/dl prior to going to the hospital and a bg was not checked. At the hospital, the bg was 500 mg/dl and the patient stated they did not feel any symptoms during this time and it is unknown what the cgm was reading. The patient was treated with IV insulin and tylenol. The patient was released from the hospital on (B)(6) 2025. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.